Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that the occlusion balloon catheter caused a rupture of the right middle cerebral artery. No further details provided.

Manufacturer narrative:
The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, vessel dissection is a known risk associated with such procedures and noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to the event.

Event description:
It was reported that the occlusion balloon catheter caused a rupture of the right middle cerebral artery. No further details provided.